Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. Model number/catalog number: sc-2218-70; serial number: (B)(4); batch/lot number: 289748; model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patients leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient was not getting adequate stimulation due to lead migration.

Event description:
A report was received that the patients leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.